Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00784. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using penumbra coil 400 and a penumbra coil 400 detachment handle. During the procedure, the physician was unable to detach a penumbra coil 400 with the penumbra coil 400 detachment handle. The physician bent the pusher wire of the penumbra coil 400 and pulled the pull wire; however, the penumbra coil 400 would not detach. The penumbra coil 400 was removed and the procedure continued using another coil system. There was no report of an adverse effect on the patient.